Manufacturer narrative:
A customer reported a misidentification of chromobacterium violaceum as vibrio mimicus in association with the vitek® 2 gn test kit. An investigation was performed. The customer reported setting up the isolate from blood agar and mac conkey agar which gave the misidentifcation of v. Mimicus. The customer also set up the isolate from lysin and tsi agar (which are not recommended media) in the gn card which gave the identification of c. Violaceum. No other set up information was provided. Three lab reports were submitted showing excellent identifications of v. Mimicus (from blood agar, repeat blood agar and mac). All three lab reports showed one atypical positive reaction (ggaa) for an identification of c. Violaceum. Two lab reports were also submitted showing excellent identifications of c. Violaceum (from lysin and tsi agar). It is not clear if the true identification of this isolate is c. Violaceum. This species typically has purple colonies which the customer did not mention of this isolate. It's possible the isolate could be another species and/or one unclaimed by the gn card. Atypical reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. The vitek 2 gn lot # 2410263203 met final qc release criteria and passed initial qc performance testing.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of chromobacterium violaceum as vibrio mimicus, for a patient sputum sample in association with the vitek® 2 gn test kit. The customer reported that they received inconsistent identification results with the gn card when using different culture mediums. The organism was twice identified as vibrio mimicus, and identified as chomobacterim violaceum three times. The customer reported chomobacterim violaceum to the physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.